Event description:
Reportedly, the trailing haptic of the intraocular lens (iol) was amputated and is believed to be in the inserter as it was not in the patient''s eye. The incision was enlarged to remove the iol intraoperatively and sutures were not required. Another lens of the same model and diopter was implanted and functioned well. The patient''s outcome is good.

Manufacturer narrative:
The product was not returned for evaluation. The investigation is ongoing.

Manufacturer narrative:
As the lot number for the reported device was not provided a device history record (DHR) review could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.